Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. The customer administered a correction injection via multiple daily injections (mdi) to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. The customer was advised to replace supplies as necessary, resume insulin delivery, and consult with a healthcare professional to discuss possible factors affecting blood glucose levels.